Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 76" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported problem was verified. And attributed to a connector being detached from the pace/defib engine board. The pace/defib engine board was replaced to resolve thereport. The device was recertified and returned to the customer analysis of reports of this type has not identified an increase in trend.